Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the sheath was unable to cross the septum. The physician stated an opinion that implied that this was due to sheath design and large diameter. The physician decided to place the guidewire into the right superior pulmonary vein. The sheath was advanced again over the wire and the dilator would cross the septum, however, the sheath would not. There was an attempt to exchange the wire for a different size, but the wire would not advance through the sheath dilator using the insertion tool. The dilator was not occluded, however, there was a small back flow of blood present. During maneuvering of the sheath, the patient's blood pressure dropped. A new sheath was requested. Additionally, upon ablation of the right inferior vein system notices were received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced with a new one. The electrical umbilical and electrical box were replaced as well. During the right superior pulmonary vein ablation with the new catheter, there was noted loss of phrenic nerve capture. Ablation was stopped and phrenic nerve capture was regained by re positioning the pacing catheter. The procedure was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath advance sheath 4fc12 / 17459-08 was visually inspected, and functionally tested. Upon visual inspection, results showed that the shaft, sheath and dilator were intact with no apparent issues. Both the sheath distal tip and dilator tip were intact. There were no fractures, breakage or kinks noticed. Additionally, no teflon delamination was noticed at the tip of the sheath shaft. The sheath tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification 4mm (spec: 12fr) and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal as seen in sheaths. Functional testing of the sheath showed that the deflection worked as per specification. The dilator luer was able to be snap locked into the hemostatic valve. In conclusion, the reported dilator issue has not been confirmed through testing. The sheath and its related dilator passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.